Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history issue. The reporter indicated that the patient bolused for breakfast but the pump history did not show the bolus. This report is made based on the allegation of the pump history issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed that two boluses were programmed and delivered on (B)(4) 2013, a 1.25u at 15:08 and a 3.25u at 16:00. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal rate with no errors, alarms, or warnings. A 10 unit audio bolus and a 10 unit normal bolus were performed successfully and both were accurately recorded in the pump¿s history. The keypad buttons were tested and no hypersensitivity was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.